Event description:
Event desc: a clinician placed a nasogastric tube with the assistance of the cortrak enteral access system. An x-ray was taken to confirm location of the tube. A couple hours after placement a nurse noted the pt having labored breathing and tachypnea. A second x-ray was ordered which indicated a left sided pneumothorax. A chest tube was placed to attempt to evacuate the pneumothorax. The chest tube did not relieve the pt's labored breathing and it was noted that an abnormal amount of blood was coming through the tube and around the chest tube incision site. The pt continued to decline and was intubated. After the intubation blood was also noted within the intubation tube. The pt went into pea and CPR was initiated. The pt was coded for 45 minutes, however did not recover. An autopsy revealed the pt had 2 punctures in the left lung.

Manufacturer narrative:
Feeding tube placement is dependent on the clinician and pt. The actual tube does not influence where it is placed. Tracings from the cortrak unit were received from the hospital. The tracings do not indicate a typical gi placement. The cortrak used during this procedure continues to be used with no problems or difficulties.